Manufacturer narrative:
Device received with no button response due to unlocked lcd keypad connector. Unable to verify blank display, motor error alarm and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to no button response. No button error alarm noted. Motor passed motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their insulin pump was blank. The customer¿s blood glucose level was 159 mg/dl at the time of the incident. Customer stated the insulin pump had button error. Customer was performed displacement test and it was passed. Customer stated they were in the hospital for bypass surgery. Customer stated that the drive support cap appears normal. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per healthcare professional instructions. The insulin pump will be returned for analysis.